Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a leak from the heater line of an amia cassette. This occurred during an undetermined cycle of peritoneal dialysis therapy. The patient stated that some fluid was flowing out from the right side of the machine. The patient was advised to end therapy. There was no patient injury or medical intervention associated with this event. No additional information was available.